Manufacturer narrative:
H3: code 81 - device evaluation in not necessary because the reported event has been determined to be not related to the delivery of vns therapy.

Event description:
It was reported by the physician that the patient experienced an infection at the surgical site after generator replacement. The cause of the infection was the surgical site. DHR was reviewed for the generator and it passed all function and sterilization requirements. Device evaluation in not necessary because the reported event has been determined to be not related to the delivery of vns therapy. No other relevant information has been received to date.